Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide (lg) lens was dirty on the inside. Other observations for the device are: due to damage on forceps control lever, water tightness is lost; due to damage on up/down knob, water tightness is lost; forceps channel port is deformed; grip has a scratch; scope (s)-cover has a scratch; air/water cylinder has discoloration; s-cylinder has discoloration; switch sw1 has a scratch; right/left knob has a scratch; switch box has a scratch; control unit has a crack; lg-cover glass has corrosion due to water leakage; electrical (el)-connector has corrosion due to water leakage; s-connector has corrosion due to water leakage; plate has corrosion due to water leakage; due to damage on forceps elevator, forceps lever does not move smoothly; due to wear of angle wire, the play of up/down/right/left knob is out of the standard value; c-cover has a dent; distal end has a burr; objective lens has a scratch; connecting tube has a scratch; and universal cord has coating peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of the issue of loose elevator found during preventive maintenance. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was noted that the light guide lens was dirty on the inside. This medwatch is being submitted for the inside of the light guide lens being dirty as observed during device evaluation.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the dirt that was discovered on the light guide (lg) lens during evaluation. A definitive root cause for this issue was not established. However, it is probable that issue occurred because dirt had entered the lg lens from a chip in the lg lens glue. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.